Event description:
It was reported that during testing prior to a surgical procedure at the user facility the device was leaking an unknown substance. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the user facility.